Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he had experienced a hypoglycemic event during which he lost consciousness while on the street. Paramedics were called, measured pt's bg at 25 mg/dl and transported pt to hosp. Pt claims that his alarms did not alert him of his episode however the auditory as well as the vibratory alarm tests performed by dexcom technical support, with the pt, while on the phone, found the alarms to be functional. At the time of his call to dexcom technical support pt was feeling fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.